Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead exhibited over-sensing and noise, with no p-wave measurement, prior to being screwed in and air ingress in lead tip was suspected as the cause. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.